Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent spinal fixation due to pyogenic spondylitis. During surgery, the tip of guide wire was broken while surgeon was inserting left s2 alar-iliac (s2ai) screw in the patient using the guide wire. The surgeon decided to leave the tip of guide wire in patient. The screw was placed and surgery was completed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.